Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessels were reported to be moderately calcified and very small measuring 5 to 7 mm on the right side. The arteries were first dilated with catheters and balloons after which the delivery system was successfully inserted and the stent graft was deployed. It was reported the delivery system was stuck to the pt's artery and during its removal the artery tore and came a portion of it came out with the delivery system. Bleeding was controlled by clamping the vessel after it was exposed. A dacron graft was sewn to the distal common iliac artery and then to the bifurcated stent graft. It was reported that the pt was fine; however, later complained of a cold leg. An open exposure procedure was performed and there was a dissection down to the popliteal artery found. The pt had lost a lot of blood and expired the next day. No add'l info was provided.

Manufacturer narrative:
(B)(4). Result - no operative reports were received, death, small calcified arteries. Conclusions - no operative reports were received, small calcified arteries.